Event description:
It was reported that prior to starting a da vinci s surgical procedure with the monopolar curved scissor (mcs) instrument inserted through the cannula and with the tip of the mcs instrument in the patient's body cavity, isi's clinical sales representative observed that the tip of the instrument did not look appropriate. Removal of the mcs instrument revealed that the silicone distal end of the tip cover accessory was missing. The hospital's central processing center verified that prior to sterilizing the mcs instrument, the original tip cover was intentionally cut off at the silicone to ultem sleeve interface. Reportedly, the remaining piece of the tip cover accessory, along with the instrument, went through the hospital's sterilization process. The mcs instrument with the partial tip cover piece was immediately removed. The surgical procedure was completed with a replacement mcs instrument and tip cover accessory.

Manufacturer narrative:
Isi's clinical sales representative instructed the hospital on proper removal of the tip cover accessory from the mcs instrument and how to identify that the tip cover accessory has been properly installed on the mcs instrument. The tip cover accessory has not been returned for evaluation; however, isi's investigation revealed that the root cause of the event is related to the improper removal of the tip cover accessory by the hospital's central processing center. The mcs tip cover is a one time use accessory that has not been validated for multi-use after sterilization.